Event description:
Reference number (B)(4) event occurred in the united states. It was reported by the patient that three infusion sets cannula crimped on (B)(6)2024 within 3 hours of insertion. The insertion site was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3.